Event description:
Patient representative reported left side "development of bia-alcl, increased risk of recurrence of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation". Patient representative also reported "cellular damage, and subcellular damage, past and future medical expenses, and physical pain and suffering from explantation" and is not device related. Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma alcl - suspected is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl - suspected, silicone migration.

Event description:
Patient representative reported left side "development of bia-alcl, increased risk of recurrence of bia-alcl, emotional distress including fear and anxiety related to cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation". Patient representative also reported "cellular damage, and subcellular damage, past and future medical expenses, and physical pain and suffering from explantation" and is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alcl suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.